Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the black box indicated call service 064 alarms had occurred. During the rewind and load cartridge steps, the piston did not move and a call service 064 alarm was emitted. Additional testing could not be completed due to the alarm. The pump casing was removed and investigation revealed that the motor flex was not properly seated. The motor flex was reseated and the pump was then able to perform rewind, load, and prime steps successfully with no further alarms occurring.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a motor (motor issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.